Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. However, unit passed displacement and rewind tests.

Event description:
It was reported that the insulin pump alarmed during manual prime. Nothing further was reported.